Event description:
It was reported that during the final tightening, the surgeon was not able to break off a nut. No patient complications were reported.

Manufacturer narrative:
Product was returned for evaluation. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be primarily on one side, consistent with thread jumping. Inconclusive; unable to determine root cause with the available information.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.